Event description:
It was reported via a clinical report form from the confirm ii predator post-approval study that during an orbital atherectomy (oa) treatment procedure, a macro embolism and slow flow event occurred in the cfa post atherectomy. Three lesions were treated, but the percentage stenosis for them is unk. The proximal to mid-sfa and the profunda artery lesions were severely calcified, and the distal sfa lesion was moderately calcified. Three run-off vessels were patent prior to therapy. The profunda artery was treated with a 1.5mm solid crown oad which was spun at medium speed for one run (20sec) and at high speed for one run (23sec). The crown was then upsized and the lesion was treated with a 2.0mm solid crown oad which was spun at medium speed for one run (19sec) and at high speed for one run (21sec). The entire sfa was then treated with the 2.0mm solid crown oad which was spun in the proximal to mid sfa at low speed for one run (25sec), at medium speed for one run (23sec), and at high speed for one run (25sec). The distal sfa was treated at medium speed for one run (24sec) and at high speed for one run (27sec). Macro-embolism and slow flow were noted in the cfa and were treated with an export aspiration thrombectomy device. The proximal to mid-sfa was then treated with a 6x20x120mm balloon inflated twice to 2atms each for a total inflation time of 2min. The profunda lesion was treated with a 6x20x120mm balloon inflated three times to 4atms each for a total inflation time of 2min, 40sec. No stents were placed during this procedure. The expectations for the case were met. No additional info is available regarding this event.

Manufacturer narrative:
Device analysis: the device was not returned for analysis; therefore, an analysis of the actual complaint device is not possible. The device history record for this device was not reviewed as the lot number is unk. The root cause for the reported event is unk. A recent analysis of csi's post market clinical studies identified events that should have previously been reported to FDA. This is report# 20 of 48 events identified during this review. This report contains limited info regarding the intervention and root cause of the event, but this event is not considered unusual, unique or uncommon and does not involve a device which is the subject of a remedial action. (B)(4).